Event description:
It was reported to philips that the images were not clear, and angiography could not be distinguished clearly. The device was inside of clinical use at the time of the reported event and the procedure was suspended. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the system image was not clear and could not distinguish the vascular image. Customer confirmed the reported problem still existed after system reboot. Customer confirmed that the failure was due to the oil cooling is at the lowest limit, resulting in a rotating anode heat dissipation problem. To resolve the issue customer added the cooling oil and the device was back to functional use. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the system image was not clear and could not distinguish the vascular image. Customer confirmed the reported problem still existed after system reboot. Customer confirmed that the failure was due to the oil cooling is at the lowest limit, resulting in a rotating anode heat dissipation problem. To resolve the issue customer added the cooling oil and the device was back to functional use. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, product family, product brand name, serial number, reporting address line 1 and the reporting address city have been updated.